Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory info them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 19 years old and was last returned to the MFR for repair on 03/31/2008. Upon arrival, the ratchet gear was stuck on the end of the roller. It was also observed that the comb was damaged. The device was determined to be within calibration specs. No cutters were returned with the device for eval. The reported issue was likely caused by roller and ratchet gear damage, due to improper handling by the customer and lack of preventive maintenance. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not working properly. Through investigation, it was determined that the device had a bent comb. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.